Event description:
During the coil embolization for dual arteriovenous fistula of occipital artery, it was noted that the physician encountered difficulty placing a deltaplush (cpl100204-30/c12536, complaint product) into the target lesion. Additional information regarding positioning difficulty is unknown. Thus, the physician was carefully taking it in and out of the unspecified microcatheter(headway/terumo, type unknown) about 3 times. Shortly after, the coil unintentionally detached into the microcatheter although no detachment was attempted at that time. After that, the entire microcoil of the deltaplush was safely pushed into the target lesion using the dpu and the procedure was continued with no further issues. The physician was able to advance entire portion of the coil into the aneurysm using dpu. There was neither flow restriction/reduction noted nor any adverse outcome as a result. There was no patient injury/complications reported. It is unknown if same dcb and cc used for subsequent coils. No information regarding target vessel is available. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the coil system and mc by visual inspection. Also no damages were reported on the device such as stretched/broke during premature detachment and pushing back into aneurysm. One to one relationship was verified between the coil and delivery tube through a fluoro prior to repositioning. It is unknown if the microcatheter was re-shaped or not. There was no resistance/friction during advancement/withdrawal of the coil delivery system through mc.

Manufacturer narrative:
During the coil embolization for dual arteriovenous fistula of the occipital artery of unspecified characteristics, it was reported that the physician encountered difficulty placing a deltaplush (cpl100204-30/c12536, complaint product) into the target lesion. Additional information regarding positioning difficulty is unknown. The physician had moved the coil in and out of the unspecified microcatheter (headway/terumo, type unknown) approximately 3 times. Shortly after, the coil unintentionally detached into the microcatheter, although no detachment was attempted at that time. The entire microcoil of the deltaplush was safely pushed into the target lesion using the dpu and the procedure was continued with no further issues. The physician was able to advance the entire coil into the aneurysm using the dpu. There was neither flow restriction/reduction noted nor any adverse outcome as a result. There were no patient injury/complications reported. It is unknown if same detachment control box and connecting cable were used for subsequent coils. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defects (kink, bends etc) were noted on the coil system and microcatheter by visual inspection. Also no damage was reported on the device. A one-to-one relationship was verified between the coil and delivery tube through fluoroscopy prior to repositioning. It is unknown if the microcatheter was re-shaped or not. There was no resistance/friction during advancement/withdrawal of the coil delivery system through the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil was successfully implanted and the delivery system used with the coil was not returned for evaluation. Without the return of these components, the complaint cannot be confirmed. Therefore, no corrective action is warranted at this time.